Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Lead analysis summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor. (B)(4).

Event description:
It was reported that during the implant, the lead helix stopped extending/retracting. The lead was removed and replaced. No patient complications have been reported as a result of this event.